Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens warped to the left. There was no patient contact. The surgery was completed same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information and correction provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated inserter has a notch, and it was warped to the left.